Event description:
Customer reported that connectors on the ats bag and pt drain tube shot out blood when they were disconnected during changing of the ats bag. This happened on two occasions with one pt. No pt injury is reported. No injury to the nurses involved in the reported incident was reported.

Manufacturer narrative:
No samples or lot ID were provided. Follow-up with the customer revealed the problem to be pt related, ie the pt was prone to clotting. The hosp has reported no further problems. Mfg speculated that the problem might have arisen because all of the connections were not properly closed prior to removing the bag (at changeover). This may have been a contributing event; however, the complaint appears to be isolated to this pt with the clotting problems.